Event description:
Description: I am sending you this email in connection with a complaint about the luerlock 50 ml syringes from bd, with lot 2502082 and expiry date 31/01/2030. When physiological serum was withdrawn, it was found that the syringe was leaking. Liquid is visible in the black rubber compartment and in the plastic compartment at the level of the syringe's rammer. Can you please analyze this defect? When did the incident occur? - before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple photos and one physical sample were provided to our quality team for investigation. Through visual inspection, damage was observed near the 30ml marking. Functional testing was performed and verified the product leaked when moving the plunger across the damaged portion of the syringe barrel. A device history review was performed for the reported lot 2502082, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to this event were found during these inspections. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.